Event description:
During an acl reconstruction on r knee, under laparoscopic guidance, a 10x23 interference screw was placed in the femur and excellent fixation was obtained. The screwdriver tip actually broke off and remained press-welded, like a hear welder, inside the screw, which was in perfect position. Attempts wree made to remove the screw, but could not have been done without distubring the femoral tunnel. The decision was made to leave the screw in place.